Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise which technical services (ts) confirmed to be electrocautery noise from a procedure. Ts reviewed the data and noted the noise was oversensed which led to an inappropriate shock. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.